Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a medtronic sales person via phone call that the customer was hospitalized. The customer's mother was contacted and she confirmed that her daughter was found unconscious with a blood glucose of 44 mg/dl. A medic was called and the daughter was treated with sugar water and taken to the hospital. By the time she arrived to the hospital her blood glucose exceeded 800 mg/dl. The daughter would not wake up for the first hour or two. Afterwards, the customer was only able to respond with numbers. The customer's body was found releasing bad toxins that were affecting her brain. The perceived cause of the hypoglycemic episode was metabolic toxic encephalopathy. It was noted that the customer is insulin resistant. Additionally, the customer could not be treated with metformin due to an allergy to that drug. Troubleshooting was declined. The mother and daughter believe the insulin pump is functional; they were advised to call back if troubleshooting was needed.